Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/28/2016 that the patient passed away on (B)(6) 2016. The patient's girlfriend called the emergency medical technicians (emts) to rush to the hospital. Cardiopulmonary resuscitation (CPR) was performed due to the patient going limp while the emts were working on him at the house. The patient was admitted to the hospital for chest pains and body discomfort. The cause of death was unknown at the time of contact. A certificate of death was not provided. Patient was wearing the continuous glucose monitor at the time of death, however, there was no alleged device malfunction. Additional event or patient information is not available. No product or data was returned for evaluation. A certificate of death was not provided. The reported event could not be confirmed. A root cause could not be determined.